Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead dislodgement. In addition, the patient experienced lightheadedness and was determined that one of the leads was loose as one of the screws had come out of the heart. This rv lead was replaced and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead dislodgement. In addition, the patient experienced lightheadedness and was determined that one of the leads was loose as one of the screws had come out of the heart. This rv lead was replaced. No additional adverse patient effects were reported.